Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to pump related thrombosis. It was reported that the patient's outcome was device related however prior to expiration, the device operated as intended. The device will not be returned for evaluation. No additional information provided.

Event description:
Additional information reported that the date of event admission was (B)(6) 2021. There were no changes to patient condition or anticoagulation status that may have contributed to pump thrombosis. Power elevations were the only changes to pump parameters. Echocardiogram performed. Prior to the patient¿s death the patient was given bivalrudin and dobutamine drops for heart failure symptom management. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the pump and the reported thrombosis could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. It was reported through the vad coordinator, the patient passed away related to pump thrombosis. It was reported that the patient's outcome was device related. The patient experienced power elevations, and an echo was done. The received bivalrudin gtt and dobutamine gtt for hf symptom management. There were no changes to patient condition or anticoagulation status that may have contributed to pump thrombosis. It was reported that the device operated as intended. The device will not be returned for evaluation. The hmii IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.